Manufacturer narrative:
Company comment: the serious event of embolism and the non-serious events of discolouration and pain at implant site, and device malfunction were considered possibly related to the treatment. Seriousness criteria include the need for medical interventions to prevent permanent damage. The likely root cause include the injection procedure leading to intravascular filler injection and embolism. Potential contributory factor include device malfunction. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non conforming product but a potential malfunction. The routine investigations performed are considered adequate and no additional investigations will be conducted by pv. Additional investigations will be conducted by the qa department in regards to the potential device malfunction. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. The potential product quality issue is handled and documented in more detail within the technical complaint file.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 25-jul-2022 by a physician which refers to a female patient of more than 30 years of age. Additional information was received on 04-aug-2022 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2022, the patient received treatment with restylane defyne (lot 19794) to nasolabial groove using original needle in the box (unknown amount, injection technique). During the injection process, the restylane defyne injection rod was dislodged (device malfunction) and the injection could not be withdrawn all the time (as reported), which eventually led to embolism (embolism) of the patient. The patient's nasolabial groove became purple (implant site discolouration) and she felt pain (implant site pain) when pressed. After the embolism was detected, the patient was immediately injected with an unspecified lytic enzyme for two days with a total dose of about 1000 units. After the treatment, the patient's symptoms were relieved and she went home to rest. In the subsequent days, the patient continued to return to the hospital to resolve the situation. The affected area was rubbed with ruituoxi nitroglycerin [nitroglycerin] ointment for recovery. On (B)(6) 2022, it was reported that the patient had already recovered from the events. Outcome at the time of the report: embolism was recovered/resolved. Purple was recovered/resolved. Pain was recovered/resolved. Injection rod was dislodged was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 05-sep-2022 and 09-sep-2022 from the same reporter. Case upgraded to serious. Events (purple, pain) added. Outcome of event and corrective treatment details were updated.